Event description:
It was reported that during laparoscopic total gastrectomy procedure, the clip was not fully advanced into the jaws and it ejected from the 5th or 6th firing when it was used around the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that no unexpected resistance felt while grasping the firing trigger.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.